Event description:
It was reported that he subjected device had blurry and cracked lens. The event occurred during set up before the patient entered into room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.